Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, a sterile water leak was discovered near the foley catheter junction of the shaft and funnel. The lot number of the catheter is mykr3323.

Manufacturer narrative:
The reported event was confirmed CAPA 12182448 related. Received (5) photo samples. Visual evaluation of the returned sample noted one opened (without original packaging), used 2 way silicone foley catheter (2758j14) with cut portion of the inlet tubing (manufacturing lot number ngkn1921). Visual inspection noted a small hole under neath the inflation valve cap. Using the (in house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) and the catheter was allowed to rest with an observed slow leaked from the inflation funnel. The balloon was asymmetrical, 10:90. The inflation valve cap was removed, and a pinhole was observed measuring 0.041in on the inflation funnel. A small hole was observed underneath the inflation valve cap. The balloon was noted to be asymmetrical (10:90), which was attributed to the inflation valve a potential root cause for this failure could be "the silicone injected into the forming cavity is entering pre cured, which causes overheating in the gate area or injection point, as a result, the breaking point between the gate and the molded part is not properly generated, which prevents automatic separation. This requires manual detachment, increasing the risk of perforation at the adapter injection point due to the high temperature in the gate caused by the lack of flow in the jacket.". Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre test, a sterile water leak was discovered near the foley catheter junction of the shaft and funnel. The lot number of the catheter is mykr3323.